Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss alarm issue was reported with the adc freestyle libre 2 sensor. A customer reported that the loss of signal resulted in the sensor alarm failing to trigger when a low/high blood glucose was encountered. The customer experienced unspecified symptoms of hypoglycemia and a loss of consciousness. The customer further reported being incapable of self-treating and received unspecified third-party treatment. No further information was provided. There was no report of death or permanent injury associated with this event.